Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the insulin pump had multiple errors alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had change battery alert, customer changed it but then the insulin pump stopped and went blank for a while and then insulin pump had pump errors several times. Customer reports they were unable to clear the alarms. Customer states they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with no motor movement or negligible movement, retries to free a stuck motor failed error during rewinding due to corroded motor home switch. Unable to perform functional testing or verify the motor processor did not report the coasting as finished in reasonable time alarm due to no motor movement or negligible movement, retries to free a stuck motor failed error alarm. Hardware low level failures error and the main arm cannot communicate with the motor arm alarm found in the device history file due to software error.